Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had false low alerts. The customer reported receiving a low alert when their blood glucose was 306 mg/dl. The customer also reported several no delivery alarms on the insulin pump. Customer also reported the edges of the screen was rainbow colored. The customer was unable to read the numbers on the screen as a result of the display anomaly. Customer's blood glucose was unknown at the time of incident. It was also found the customer was unable to resolve the no delivery alarms. The customer declined to return the insulin pump for analysis.